Manufacturer narrative:
The mr best and tesla investigations were based on the presumption that the same gradient coil design was used on a wide range of mr gantrys, including the ingenuity tf pet/mr system. Engineering's investigation of the gradient coil (tnf3) failure determined that it was unique to a manufacturing process issue from the supplier and the same failure mode is not expected in other gradient coils manufactured by this supplier or other suppliers, which are used in the pet/mr systems. The investigation concluded that the identified root cause is not applicable for ingenuity tf pet/mr systems. There is no indication for the failure mode as described in the description of record to be present in the ingenuity tf pet/mr systems. Therefore, this has been determined to not be a reportable event.

Event description:
On (B)(6) 2023, philips was notified of a fire in the hospital (B)(6) in (B)(6), spain on a multiva mr system (serial number (B)(6)). Summary of the issue in (B)(6) on a multiva mr system: on (B)(6) 2023, a philips fse (field service engineer) went on site in (B)(6) after the customer complained of receiving error messages of the mr system which indicated it had a gradient error. During trouble shooting an error of gradients occurred when the fse tried to do a survey scan on the multiva mr system. During that scan, a strange noise was heard, and the fse switched off the ga (gradient amplifier) and rfa (radio frequency amplifier). The fse then went to his car to get tools. Before he arrived at his car, he was called by the supervisor that the system was heavily smoking. When he came back, the examination room was filled with smoke, later some flames could be seen. The fse went to the technical room to switch off the system completely. The fire department arrived and was able to put out the fire quickly. The fire consumed a significant part of the multiva system itself. Within the examination room, most damage was on the back top of the magnet. The technical room and operator room appeared to have smudge from the smoke and soot residue. This event did not occur during clinical use and did not cause any harm to patients, operators, service personnel and/or bystanders. As part of the service activity and investigation of this issue in response to this event, philips system engineers went on site on (B)(6) 2023 and inspected the system. Torques were checked for each bolt before dis-assembling, they were all on the specified torque of 20nm. It was concluded from inspection performed on the dismantled system that the cause was a failure of the x-coil inside the gc (type: tnf3, manufacturer tesla, united kingdom) which were sent back to the supplier (tesla) for further investigation. Multiva systems fall under the legal responsibility of philips suzhou and as such philips suzhou initiated the appropriate actions for this issue. A horizontal analysis was performed which links the applicable component (tnf3) gradient coil (gc) to mr systems in the portfolio of legal manufacturer mr best/philips medical systems netherlands where the same component is used. As such, mr best also initiated the appropriate actions to investigate the issue for the devices in scope. The mr best and tesla investigations identified that the same gradient coil design was used on a wide range of mr gantrys, including the achieva 3.0t and achieva 3.0t tx gantries included in the ingenuity tf pet/mr system. The mr best investigation also revealed that the mr gantry cover design was significantly different between the multiva mr and the achieva mr. Specifically, the multiva mr had thermoplastic covers that would soften, deform, and melt when temperatures increased, while the achieva mr had glass-reinforced thermosetting polymer covers that keep their rigidity and integrity at higher temperatures. As a result, the fire enclosure properties of the achieva mr covers remain effective at higher temperatures than for the multiva mr covers. The achieva mr covers are used for the mr gantry of the ingenuity tf pet/mr system. The investigation at philips suzhou and mr best identified that both the multiva mr and achieva mr contained gradient coil amplifiers that would remove power to the gradient coils when an issue with the gradient coil is detected. This feature limits the heat generated during a gradient coil breakdown. However, it cannot be excluded that operators, including fses, will restart the mr system despite the scan abort / gradient error, which could eventually result in a fire.

Manufacturer narrative:
Note: philips has not completed the investigation of this event. A follow-up report will be filed at the completion of the investigation. Internal cross reference: complaint (B)(4).